Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with cracked and bleeding lcd glass and minor scratched lcd window.

Event description:
It was reported that the insulin pump had a broken screen and that the display screen was black on its corners. The blood glucose reading was unknown. The customer stated that the insulin pump had slipped out of his pocket and hit the concrete. Advised replacement of the insulin pump. Nothing further reported.